Event description:
As reported by the user facility: underinfusion: biomed reports pump set to deliver volume over time. Pump alarmed end of infusion; however, nothing had infused. No other alarms triggered. Ref MFR #9610825-2013-00158.